Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer states that the catheter hub cracked on the arterial port, causing the catheter to be replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.